Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that this arctic sun device had been exhibiting repeated issues with low flow. A functional check showed that the circulation pump was not generating more than -1.0 psi in bypass. There was a failed circulation pump.

Event description:
It was reported that this arctic sun device had been exhibiting repeated issues with low flow. A functional check showed that the circulation pump was not generating more than -1.0 psi in bypass. There was a failed circulation pump. Per sample evaluation results received on (B)(6) 2023, the root cause of the reported issue was due to a weak circulation pump. A functional check showed that the circulation pump was not generating more than -1.0 psi in bypass. The circulation pump primed to fill. Unit initially filled short in decontamination. It was stated that the audible noise emitting from circulation pump motor. It was also stated that the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was noted that flow meter was replaced. It was also noted that the replaced the tank tubing were replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. A functional check showed that the circulation pump wasn't not generating more than -1.0 psi in bypass. Circulation pump primed to fill. Unit initially filled short in decon. Circulation pump head was replaced. Audible noise emitting from circulation pump motor. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded, it will be replaced preventatively. The device underwent pm servicing while in for repair. Cleaned condenser coil. Cleaned tank and level sensor. Serviced the mixing pump. Replaced circulation pump motor. Replaced the heater, manifold o-rings, drain valves, tank tubing and the coin cell. Flow meter was replaced preventatively. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device did not meet specifications, and was influenced by the reported failure. It is unknown if the device was in use on a patient. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Based on the results of this investigation, no additional actions are required. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.